Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue first occurred on an unknown date ¿6-8 weeks¿ prior to the alert date of (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of ¿14.8mmol/l¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage, and in response to the meter reading which they felt was inaccurately high they did not make any changes to their normal diabetes management routine. ¿30-40¿ minutes after this the patient experienced symptoms of ¿shaky, sweaty, faint, dizzy and blurred vision¿. The patient was in a grocery store when they experienced these symptoms and in response to this they immediately drank ¿coke¿ and stayed in the store until they felt better. No form of medical treatment was sought as a result of this, and the patient did not test their blood glucose on any other device at this time. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned on 4/9/2015 and further evaluated by lifescan product analysis on 4/27/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.. A DHR (device history record) was completed on 05/05/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the lay user/patients test strips have been returned on 4/9/2015 and further evaluated by lifescan product analysis on 4/11/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.